Event description:
The account alleges that during the process of inflation, the handle was found to be damaged and became disconnected from the device. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause was determined to be improper adhesive placement during assembly. A search of the complaint database was performed and two similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.